Event description:
Medtronic has changed their quick-set product since their FDA approval. They are now claiming that the quick-serter is an "accessory" and that the quick-set infusion set should be inserted manually. They refuse to provide any documentation about how to do so. I was encouraged to speak with my doctor about how to insert it since they did not provide documentation. I did so, and they said not to insert manually, to use the quick-serter. When I told medtronic my doctor's recommendations, they said to ignore them and watch youtube videos instead. I do not believe 3rd party (B)(6) videos should be the sole source of information about how to use a life-saving device from a company that does over $18 billion in sales from life-saving devices. I am concerned that this company may be benefiting from preferential treatment based on the public partnership in developing other products within this line. After attempting to insert the infusion set manually using instructions online, my pump kinked and my blood sugar was adversely effected. Having experienced the same issue during medtronic's last recall, I was able to self-correct the issue.